Event description:
It was reported that the family ran out of infusion sets due to a delayed shipment, shut off ilet therapy, and used the ilet as a receiver while administering subcutaneous insulin via pens; blood glucose was 400 mg/dl at the time of the call and replacement supplies were arranged to restore therapy. Symptoms included hyperglycemia. Outcomes included a delay to therapy, the need for medication intervention, and classification as a serious injury or illness. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.